Event description:
Device malfunction: none. Time of malfunction: post vessel closure. Time of symptoms/ae: post vessel closure. Symptoms/ae: loss of foot pulses, dissection, thrombus. Report #1 of 2: it was reported that a physician trained in the use of the starclose device achieved arteriotomy closure of the left common femoral artery after an interventional procedure in 2007. Two hours later, the patient experienced loss of foot pulses. The physician did an ultrasound to determine the cause, and noted "stenosis" where the starclose was placed. Two days later, the physician did a crossover from the right side to open the stenosis with an unspecified balloon. The right-side arteriotomy was closed with a starclose device, however, after 2 hours, the patient had the same symptoms of loss of foot pulses. An ultrasound was taken and there appeared to be "stenosis" at the closure site. Two weeks later, the physician performed a dilatation to open the right "stenosis". Hemostasis was achieved with angioseal. It was noted from x-rays received and reviewed by the abbott medical monitor that the puncture sites were high, and that a dissection occurred and thrombus was present. Though requested, no additional info was available.

Manufacturer narrative:
The clips remain in the patient. The lot history record (lhr) for this product were not reviewed because the products were not returned to abbott vascular solutions for analysis and the lot numbers were not reported. The second starclose vascular closure system, part# 14677-02, lot# unk, is indicated and is being reported under a separate MFR report number.